Event description:
Customer called reporting the numbers on her insulin pump started scrolling up during a bolus. She hit the up arrow and the numbers would not stop until she hit the down arrow. The esc and act button are also not working. Customer's blood glucose is 410 mg/dl. Customer is in hawaii and the device may have been exposed to moisture. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.